Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. The customer reported that in the past 3 days they would be going down in the 50's mg/dl. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.